Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Correction: d2: mbb. Correction: d10 - associated medical device tibia cemented 5 degree stemmed right size g; item#: 42-5320-079-02; lot#: 64462320. Visual examination of provided pictures identified both tibial and femoral components. It can be noticed some cement traces on both implants. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The bone cement was used in conjunction with the reported tibial and femoral components; this combination has been confirmed to be approved/cleared for use and is a legally marketed combination. This combination would not be expected to contribute to the reported issue. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: femur cemented cruciate retaining (cr) standard right size 11; item# 42-5026-070-02; lot# 64522471. Tibia cemented 5 degree stemmed right size f; item# 42-5320-075-02; lot# 64462320. All poly patella standard cemented size 38 mm diameter 9.5 mm thickness; item# 00-5972-065-38; lot# 64488649. Articular surface fixed bearing cruciate retaining (cr) right 10 mm height; item# 42-5210-005-10; lot# 64516250. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately three years and eight months post-implantation due to aseptic loosening of the femoral and tibial components. Due diligence is in progress for this complaint; to date no additional information or product has been received.